Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported the clips caused injury intraoperatively. The reporter indicated that while using pl462su to clip the gallbladder artery during the surgery, it was found that clips could not be released from the clip applier. The surgeon tried to pull out the product which resulted in injury to the artery of patient which caused additional bleeding. The bleeding was stopped by using a competitor's clip during the procedure. There was no serious injury to the patient. Associated medwatches: 9610612-2019-00413, 9610612-2019-00414.

Manufacturer narrative:
G1/2: contact information updated due to expiration of exemption e2014018. Investigation: the involved clip was not returned for investigation. Two used appliers (parts pl807r-medium large size and pl808r- large size) were received for analysis. (*see also associated medwatch 9610612-2019-00414, which was reported for the pl808r) following microscopic pictorial documentation, the parts were functionally tested with an available clip magazine of the size involved in the reported case and trial vessel material. The mouth showed evidence of use, but no visible deviation. The analysis of instruments in the manufacturing plant also showed no evidence of deviation. During the analysis the sample clip (medium-large, as was used in the reported case) could be grasped with the medium-large applier (pl807r) according to IFU. The clip could be applied to the test vessel and detached from the clip without incident. This test was repeated three times without incident. The remaining three clips (medium-large) were attempted to be grasped with the other (large) applier that was also returned. The grasping and applying was possible, but the clips could not be detached easily- only with high force such as that seen in the customer supplied videos. When the clips were applied with the large (wrong) applier, deformation/widening of the proximal end resulted. This was the same deformation/widening seen in the customer-supplied video. Pictures were taken of the mouths of both appliers with the clip. In the large (wrong size for the associated clip) applier, the clip is not aligned with the applier's mouth. This is contrary to the medium-large applier (correct size for the associated clip) which shows the clip aligned with the mouth. The customer's video also shows the clip is not aligned with the mouth of the large applier. Batch history review: review of the device quality and manufacturing history records was not possible as the lot numbers were not available. Conclusion and root cause: based on the investigation and the customer-supplied videos, the root cause of the problem is most likely usage related. No manufacturing relationship is established to the damage seen or the difficulty reportedly encountered. Rationale: as the returned appliers do not show any deviations and the results of the investigation (above all the trial repeat of the difficulty encountered in the or) show no product issues, it appears likely that the involved clips were being applied with the wrong size applier- the large applier instead of medium-large applier was used with the medium-large size clip. No manufacturing relationship to the reported difficulty is established. Corrective action: no trend for reports of this type is established. According to sa-de13-m-4-2-04-000-0 there is no CAPA necessary.